Manufacturer narrative:
The technician found the rocker arm was broken. The technician used a brake/steer upgrade to repair the stretcher.

Event description:
Information received indicates the casters will not hold when in brake.